Event description:
It was reported that when using the bd pyxis¿ es server, the frequency was not crossing over from cerner to the medstation. Medications that were ordered with an interval transferred to the pyxis frequency field as see medical record instead of displaying the time the medication was due. This behavior occurred only with medications that were ordered using an interval. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.